Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. This lead was successfully capped and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.